Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that there were black spots on the display and difficult to see the display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.